Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and when agent attempted to collect event date patient stated they never used it and it never worked right for them. Patient was receiving therapy in their hips but they needed therapy on their left leg and left foot. Patient needed a radiology test done but their controller was 'dead'. During the call patient had their controller and recharger and agent asked patient to get the ac power supply cord but patient did not have the ac power supply cord and noted they never had an ac power supply cord to charge the controller; patient requested for a battery pack replacement; agent reviewed information. Agent sent email to repair to replace the ac power supply cord. No symptoms were reported. Additional information received from the patient. Pt called and repeated information previously documented, regarding ins never working for them and also said never had charged correctly. Pt needed MRI, but ins was dead and they wondered if they'd be able to put in MRI mode without charge. Agent tried to explain to pt they may be able to try to charge ins with passive recharge mode. When pt took out equipment, they tried to begin charging session and controller showed 'recharge controller battery.'